Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report(s) 3002806535 - 2017 - 00223; 3002806535 - 2018 - 00007. Concomitant medical products: 161469 oxf twin-peg cmntd fem md PMA lot 282580; 159547 oxf anat brg lt md size 3 PMA lot 602980. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address unknown reasons. No further information has been made available at this time.